Manufacturer narrative:
Supplier evaluation results: although the product was not returned for evaluation, the supplier was able to confirm the reported damage to the sterile pouch based on the photos provided. The manufacturing inspection record for this lot was checked and the supplier could not confirm that there was any equipment abnormality or manufacturing defects that could have led to this incident. Supplier investigation could not identify a root cause related to manufacturing or shipping. Per the product supplier, specification change is ongoing to convert to blister packaging.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated field: d4 (UDI#), d9, g3, g6, h2, h3, h4, h6, h10 the suspected miltex biopblade (33-100) was not returned for evaluation. Device history record (DHR) review was conducted and no abnormalities related to the reported issue were identified. Searching this product ID in our complaint handling system, no additional instances of user or patient injury were identified. Failure analysis: per visual evaluation of images/photos provided by the customer, the 33-100 blade cut through its sterile pouch packaging while being opened and cut the user. Root cause: the reported complaint was confirmed. Per the product supplier, validation is underway to convert the current packaging from sterile pouches to blister packs. As a result, no further action or investigation planned at this time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that as the physician was prepping for a procedure/organizing her procedure cart, the dermablade/miltex biopblade (B)(4) per box (33-100) positioned itself in the packaging somehow where it cut through the packaging. The provider was cut, incurred a laceration and required stitches for the wound. There was no delay in procedure or patient adverse consequence as a result of the incident.

Manufacturer narrative:
Corrected field: g3 of initial MDR should read 06dec2023. G3 of initial MDR was erroneously submitted with aware date of 15dec2023. The aware date should have read 06dec2023 as we received "additional information" indicating that this case was first reported in an email to an integra representative on 06dec2023.